Event description:
A home patient contact baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/4 of their automated peritoneal dialysis therapy. Per initial report, the home patient had setup therapy using an incorrect supply bag, subsequently, the home patient disconnected the inccorect supply bag and replaced it with a new supply bag. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury was indicated at the time of the initial report.